Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced a motor error alarm. The customer¿s blood glucose level was 178 mg/dl at the time of the incident. The customer stated the alarm occurred while she was asleep. No further information is available. No troubleshooting was performed. Nothing was returned or shipped.